Event description:
The reporter contacted animas on (B)(6) 2012 and stated that the up and down arrow keypad buttons required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case around the waist and cleaned it with baby wipes. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. The up and down buttons were intermittently unresponsive and required multiple presses to elicit a response and the ok and contrast buttons responded appropriately. There was evidence of keypad contamination found under all contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.